Event description:
Three falsely elevated troponin I results were obtained on three patient samples. The results were reported to the physician. The samples were repeated and a negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a slipping hm wash pump due to lack of customer maintenance. The customer replaced the hm cassette. The instrument is performing within specifications. No further evaluation of the device is required.